Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture with no asystole noted. The field representative reported that the lead had dislodged. The lead was tested on the pacing systems analyzer (psa) and loss of capture was confirmed. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.